Manufacturer narrative:
- The patient reports that she was injected with artefill dermal filler in 2008. The exact injection date is unknown, however the patient suspects sometime in (B)(6) 2008. - the patient was injected in the nasolabial folds (on-label) and in the lips which is contraindicated for artefill (now branded bellafill). - patient states she was injected with artefill at (B)(6) by dr. (B)(6). - dr. (B)(6) denies to (B)(6) that he has treated this patient with artefill/bellafill and states they have no record of this patient being seen by (B)(6). The doctor adds that he doesn't use the product. - the patient also relays that another doctor at (B)(6) was also injecting patients with artefill that same day in 2008, dr. (B)(6). - dr. (B)(6) responds to (B)(6), that while they did inject the product during that time, they have no record of injecting this particular patient. - as a result, (B)(6) is unable to confirm artefill use on this particular patient or lot numbers. - a history of artefill lots shipped to (B)(6) during the 2008 timeframe the patient may have been injected was reviewed for potential lots. Manufacturing records for all potential lots were reviewed with no issues noted. - the patient states that granuloma and swelling presented about (B)(6) 2017 and dr. (B)(6) conducted a biopsy in (B)(6) 2017. - dr. (B)(6) has not responded to multiple attempts by (B)(6) to obtain additional information regarding patient status or to confirm biopsy results. (Dr. (B)(6)). - as of (B)(6) 2017, the patient reports permanent disfigurement and pain. - she states she is now being seen by a doctor at the (B)(6) who has performed 3 surgeries to remove product from the patient's face (date of surgeries is unknown) however there is disfigurement and product remains in her lips and nasolabial folds. - she also states now that her lips are painful and swollen, and it hurts to move them, and that as a result, this has impacted how her teeth bite down and they are becoming crooked. - the patient will not provide the name of the (B)(6) doctor, but has indicated to (B)(6) on (B)(6) 2018, that she will contact the doctor to see if they will speak to (B)(6).

Event description:
Patient reported on (B)(6) 2017 permanent disfigurement and pain about 10 years after artefill injections in 2008 (exact date unknown) in the nasolabial folds and in the lips which was/is contraindicated for artefill (now branded bellafill).

Event description:
Patient reported on (B)(6) 2017 permanent disfigurement and pain about 10 years after artefill injections in 2018 (exact date unknown) in the nasolabial folds and in the lips which was/is contraindicated for artefill (now branded bellafill).

Manufacturer narrative:
The patient reports that she was injected with artefill dermal filler in 2008. The exact injection date is unknown, however the patient suspects sometime in (B)(6) 2008. The patient was injected in the nasolabial folds (on-label) and in the lips which is contraindicated for artefill (now branded bellafill). Patient states she was injected with artefill at (B)(6) by dr. (B)(6). Dr. (B)(6) denies to suneva medical that he has treated this patient with artefill/bellafill and states they have no record of this patient being seen by (B)(6). The doctor adds that he doesn't use the product. The patient also relays that another doctor at (B)(6) was also injecting patients with artefill that same day in 2008, dr. (B)(6). Dr. (B)(6) responds to suneva medical, that while they did inject the product during that time, they have no record of injecting this particular patient. As a result, suneva is unable to confirm artefill use on this particular patient or lot numbers. A history of artefill lots shipped to (B)(6) during the 2008 timeframe the patient may have been injected was reviewed for potential lots. Manufacturing records for all potential lots were reviewed with no issues noted. The patient states that granuloma and swelling presented about (B)(6) 2017 and dr. (B)(6) conducted a biopsy in (B)(6) 2017. Dr. (B)(6) has not responded to multiple attempts by suneva medical to obtain additional information regarding patient status or to confirm biopsy results ((B)(6)). As of (B)(6) 2017, the patient reports permanent disfigurement and pain. She states she is now being seen by a doctor at the mayo clinic who performed 3 surgeries to remove product from the patient's face (date of surgeries is unknown) however there is disfigurement and product remains in ther lips and nasolabial folds. She also states now that her lips are painful and swollen, and it hurts to move them, and that as a result, this has impacted how her teeth bite down and they are becoming crooked. The patient will not provide the name of the (B)(6) clinic doctor, but has indicated to suneva on 01/10/2018, that she will contact the doctor to see if they will speak to suneva medical. 03-09-2018 - follow up #1 - corrections and additional narrative: (B)(6). Age at time of presentation of granuloma and swelling was (B)(6). Surgery dates: (B)(6) 2017, (B)(6) 2017, (B)(6) 2017. Device manufacture date should be blank, because the device and lot number is unknown. The patient's surgeries were performed by dr. (B)(6) of (B)(6) plastic surgery (not the (B)(6) clinic doctor as originally thought). (B)(6). Patient found the pathology report for the biopsy conducted on the left inferior mucosal lip with a diagnosis of granuloma "foreign body reaction with non-polarizable foreign material (artefill)". On referral from dr. (B)(6), patient has consulted with a doctor at the (B)(6) clinic in (B)(6), after her surgeries, (B)(6), who the patient states would not provide any additional treatment due to the potential for additional disfigurement. Suneva medical spoke with dr. (B)(6) office who stated they saw the patient once and nothing else had been scheduled. Dr. (B)(6) had sought a consultation with another doctor, dr. (B)(6), to seek an opinion on the patient's autoimmune issues, which include "hypothyroid on replacement, crohn's disease, and possibly a drug-induced lupus" and it being a suspected component of the granuloma diagnosis, and also to rule out a suspicion of scleroderma. The patient did not see dr. (B)(6); however he reviewed her labwork and indicated that the probability of scleroderma was exceedingly low patient status noted as of (B)(6) 2017 visit to dr. (B)(6): much of the inflammation seems to be decreased. Dr. (B)(6) feels that removal of as much of the product that could be done has been beneficial to the patient. There is some decreased movement and tenderness. Doctor has hopes that the patient will continue to improve as the product has been removed. Per the artefill IFU (as of the suspected injection timeframe ~(B)(6) 2008): contraindication: artefill is contraindicated for use in lip augmentation, precaution: the use of artefill in patients on immunosuppressive therapy has not been studied.